Event description:
Patient reported ¿raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)". Later patient reported ¿intracapsular rupture¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon, rupture.